Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The test reservoir volume matches the units remaining in the status screen. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose had been running low. He stated that the paramedics had been called four times to treat him and that on (B)(6), the blood glucose reading was 20 mg/dl. The customer stated that the paramedics were also called to treat him on (B)(6) for a blood glucose 43 mg/dl and (B)(6) for blood glucose 47 mg/dl. He stated that after the first low blood glucose event, he stopped using insulin that night and had a high blood glucose 300 mg/dl. The customer treated with manual injection and the blood glucose dropped again to 47 mg/dl. The customer was treated with glucagon. The customer was wearing the insulin pump at the time of these events. He felt that the insulin pump was over delivering and was advised that the insulin pump would be replaced and agreed to return the product for analysis.